Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-140mg/dl fasting. Verified the strips expire 3/14/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 87mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:all the results. He stated he ran a yesterday and his result was 67mg/dl (fasting). Today he ran another test at 7am and his result was 79mg/dl(fasting). The customer is not comfortable with these results he has been getting from the meter. Customer is currently on insulin (humalog) 20 units daytime and 18 units at night. I had the customer run a test while on call and the result was 87mg/dl (fasting). Customer has cataracts therefore he was not able to read the date and time on the meter.